Event description:
This spontaneous report was received on (B)(4) 2012, from a husband reporting for his (B)(6) wife from the united states. The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Combination packs, one at a time vaginally for menstruation (lot number 2501m3736, expiration date and frequency unspecified). After an unspecified duration, when she tried to retrieve the tampon, she did not get it. She was unsure whether she took it out or it remained inside. After an unspecified duration, on (B)(4) 2012, she used the device last time and discontinued use of the device. The outcome of the event was unknown. This report had a non serious event. The company causality was assessed as possible. This report was also considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Qa investigation for lot number 2501m3736 noted that due to the unavailability of the sample, the analyst could not evaluate the particular alleged defect and could not confirm if the device met the specifications. The analyst performed a review of the complaint data associated with these categories and found no adverse trends and no trend involving this lot number. The analyst reviewed manufacturing process, design, package and product changes for that lot and found no issues that could contribute to this complaint. The analyst confirmed that no trend was observed on human error as a root cause for stuck in body issues. Based on the investigation, no assignable root cause was identified. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a husband reporting for his (B)(6) wife from the united states. The consumer did not have any known medical history. The concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Combination packs, one at a time vaginally for menstruation (lot number 2501m3736, expiration date and frequency unspecified). After an unspecified duration, when she tried to retrieve the tampon, she did not get it. She was unsure whether she took it out or it remained inside. After an unspecified duration, on (B)(6) 2012, she used the device last time and discontinued use of the device. The outcome of the event was unknown. This report had a non serious event. The company causality was assessed as possible. This report was also considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.